Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified brachial vein. A 5.5-4/4t/40 symmetry balloon was advance for dilatation. During the procedure, the balloon ruptured upon fourth inflation at 12 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.